Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash alert occurred. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4), product registration ¿ additional information. B5: describe event or problem ¿ additional information. D4 catalog no ¿ additional information. D4 lot no ¿ additional information. G6 type of report ¿ additional information. H2: additional information. H5 labeled for single use ¿ additional information. H6: investigation conclusion ¿ additional information.

Event description:
It was reported that an app crash alert occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.